Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.

Event description:
A us distributor reported that a monitor was displaying a service code.

Manufacturer narrative:
Follow-up report - device evaluation (10/24/2018): device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the j1000 pca connector. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a service code 102. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.